Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and reproduced the error by priming the wash solution. While troubleshooting, fse found one of the wash syringes was leaking and the wash pickup tubing had a hole in it. Fse replaced the wash syringe and the wash pickup tubing. Fse repaired and validated the analyzer by successfully performing daily check, quality control run, primed the wash solution without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number: (B)(4) from 13dec2021 through aware date 13jan2023. There were no similar complaints identified during the search period. Aia-2000 operator's manual on the appendix 4: error messages: (2241) b/f probe 3 purge failure. Cause: the overflow sensor failed to detect liquid even after the washer was purged. Solution: air may be trapped in the washer tubing. Purge any remaining air by performing the priming operation and check for the presence of air in the washer tubing. If retry fails, contact tosoh service center or local representatives. (2242) b /f probe 4 purge failure. Cause: the overflow sensor failed to detect liquid even after the washer was purged. Solution: air may be trapped in the washer tubing. Purge any remaining air by performing the priming operation and check for the presence of air in the washer tubing. If retry fails, contact tosoh service center or local representatives. The most probable cause of the reported event was due to the faulty wash syringe and wash pickup tubing.

Event description:
A customer reported error messages ¿2241 b/f probe 3 purge failure and 2242 b /f probe 4 purge failure¿ on the aia-2000 analyzer. Prior to the call, the customer replaced the wash solution and primed multiple times. Technical support specialist (tss) instructed the customer to mix the wash solution and perform priming, but the error persists, the customer confirmed no leaks present. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for follicle stimulating hormone (fsh). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.